Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4 g3 g6 h2 h3 h6 h10 visual examination of the returned product identified the shell and inserter are assembled and could not be disassembled. The inserter shows scuffing on the shaft and taper near the handle. The strike plate of the inserter also shows impact marks. The shell has damage to the lip. Complaint confirmed based on returned product. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Event description:
It was reported that the g7 cup was stuck to the insertion handle. The procedure was completed using another instrument. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 110010246 g7 osseoti 4 hole shell 56mm f lot number 65273590 multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2023 - 00770 the product has been received by zimmer biomet. The investigation is currently in process. Once the investigation has been completed, a follow-up report will be submitted.